Event description:
"Cutter broke while attempting to remove bone from the femoral canal. Instrument was being used as instructed by the surgical protocol." Surgical delay over 30 minutes. Broken greater trochanter.